Event description:
Ous MDR - it was reported that the patient received inappropriate shocks due to oversensing. No adverse patient side effects were reported apart from inappropriate therapy. The lead was explanted and returned for analysis, but no explant date was provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection showed deformations of both shock coils. It is reasonable to assume that these damages resulted from mechanical forces applied during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported oversensing. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.